Manufacturer narrative:
Correction: section b5, the correct describe event or problem should have been "it was reported that the pacemaker went into backup mode. The pacemaker was replaced. There was no patient involvement." Rather than "it was reported that the pacemaker went into backup mode. No intervention was performed. There was no patient involvement.".

Event description:
It was reported that the pacemaker went into backup mode. The pacemaker was replaced. There was no patient involvement.

Event description:
It was reported that the pacemaker went into backup mode. No intervention was performed. There was no patient involvement.